Manufacturer narrative:
Correction: the purpose of this supplemental report is ¿to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error. MFR# reference: (B)(4).

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and malpositioned stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon was unable to properly implant the second stent from a trabecular microbypass stent system. Reportedly, the second stent appeared loose in the sclera, but then was lost and could not be visualized during intraoperative manipulation. During a follow-up, examination, the patient presented with elevated iop and the implanted stent was viewed in well positioned and the other stent could not be visualized. Through follow-up, it was reported that the patient experienced a foreign body sensation on the outside of his eye for a few days after the surgery. In addition, the patient noted a small silver object in the corner of his eye that fell out three (3) days following surgery. Following this report, the surgeon concluded that the foreign object sensation was most likely the second stent that was not placed in the eye. Following gonioscopy, the second stent was not visualized in the angle, nor was there a stent floating in the anterior chamber. Additional information has been requested.